Event description:
It was reported that during pipeline delivery, resistance was encountered. Upon removal, the tip of the pushwire broke and was successfully retrieved with a snare. (B)(6) days post procedure, the patient showing aphasia on the side that was treated.

Manufacturer narrative:
The pushwire was returned in two broken segments. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).